Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that all led lamps and alarm sounds was not working. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. No abnormality related to the reported event was confirmed on the product's appearance. Functional test / performance test per s&r procedure. In the operating state of the main unit, it was confirmed that the low battery voltage alarm was blinking. The customer's indicated failure was confirmed. Main alarm pcb board failure was the root cause. Due to the lack of defective parts in stock, the product was returned to the customer without being repaired at the customer's request. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.